Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the plunger was not confirmed as the plunger was successfully deployed during returned device analysis. The reported difficulty appears to be related to plunger deployment out of sequence. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure in the right superficial femoral artery (sfa). Reportedly, difficulty was felt when pushing on the plunger to advance the needles. A 0.035 guide wire was inserted in the exit port and the proglide device was removed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.